Event description:
This is a social media case report received from a female consumer of unspecified age in united states on (B)(6) 2014 and refers to herself, who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that essure was embedded outside of her uterus. She had a hysterectomy at (B)(6) years old. She also reported pain and suffering. Ptc investigation result was received on 20-nov-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, social media case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure was embedded outside of her uterus. She was submitted to a hysterectomy. This event was considered serious due to medical importance and is listed according to essure's reference safety information. During essure therapy there is a risk that the device could move out of the fallopian tubes, this movement could be an expulsion, migration to abdominal cavity or occur as a result of an uterine or fallopian tube perforation during insertion. In this particular case, although the exact date and mechanism of device embedment were not reported; given this event's nature a causal relationship with the suspect insert cannot be excluded. This case was considered an incident, due to the reported intervention (hysterectomy). Additionally the non-serious event pain was reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information can be obtained since this a social media case. Case closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.